Event description:
The patient was seen at a "pacer" clinic anf felt to have and impending lead fracture. Pacemaker had been placed in 2001 in another hospital due to the patient's history of tachybrady syndrome and atrial fibrillation. From a cardiac standpoint the patient was doing well without any syncope.the patient was taken to the cardiac catherization lab. Fluoroscopy revealed a definite fracture in the old ventricular lead. The patient had a new ventricular lead and pacemaker battery placement with capping of the old ventricular lead.